Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: one of our nurses has reported a small piece of something unknown on the end of a 24 ga cannula. It was noticed immediately before use and straight out of it¿s ¿sterile¿ packaging.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: one of our nurses has reported a small piece of something unknown on the end of a 24 ga cannula. It was noticed immediately before use and straight out of it¿s ¿sterile¿ packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 01-nov-2022. H6: investigation summary: bd received a 24 gauge insyte autoguard blood control device from lot 1308663 for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a small piece of foreign matter (fm) present near the tip of the catheter. The device was sent for ftir testing but an accurate reading could not be completed on the piece of fm. However, the engineer was able to verify the reported defect of foreign matter present. Unfortunately, a definitive root cause for the fm could not be determined. The device was received outside of its original packaging and the engineer could not identify the origin of the fm.